Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00004 thru 3012447612-2018-00007.

Event description:
It was reported that there are four drivers which are worn and no longer retain or rotate the screws as well they used to. There have been no patient impacts associated with these drivers. This is report one of four for this event.

Manufacturer narrative:
The returned driver was evaluated. There were no indications of damage to the tip. Mating screws were found to attach to, be retained by, and release from the driver as expected. There were no failures found on the driver. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.